Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A biomedical engineer reported a red stop sign fault was displayed when footpedal was pressed during a procedure. An alternate system was used to complete the case. There was no impact to the patient.